Event description:
A trilogy evo ventilator was reported to have failed external flow verification testing. There was no patient involvement, and no harm or injury reported. Troubleshooting determined the issue was due to a faulty printed circuit assembly the device's printed circuit assembly replaced to address the issue. After repair, the device passed final testing and confirmed to be operating properly.